Event description:
The customer contacted philips healthcare to report that the device had a recurring problem. No other specifics of the device problem were provided. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.